Event description:
The customer was working on a patient with an implanted defibrillator (ICD) when they attempted three shocks with the implantable device, and it would not convert. The medical personnel then disabled the ICD and used the lp20 device to deliver one shock of 360 joules, which converted the patient. Three seconds after the energy was delivered, there was a slight deflection, and the customer believe it was a shock. There was no adverse effect on the patient.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.